Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a field effect transistor (fet), designator q18 on the therapy pcb assembly, being electrically open.

Event description:
It was reported to physio-control that the customer's device charged defibrillation energy, but when an attempt was made to deliver the shock, the device automatically removed the charge and no shock could be delivered. The device also logged an event code into its memory. No information was provided if there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.